Event description:
Caller reported that a tandem mobi cartridge alarm was encountered. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Caller was able to troubleshoot the issue by loading a new cartridge, successfully resuming insulin therapy, and resolving the issue. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.